Event description:
It was reported that a pediatric user at a diabetes camp was unable to remove the insulin cartridge from the ilet pump, as relayed by a territory manager via a video from the user¿s care team. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included attempts to contact the caregiver for additional details. Investigation of this case revealed insufficient information to verify a device malfunction or user error. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to limited information.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.